Manufacturer narrative:
The insulin pump had constant motor error during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test due to motor error alarm. The insulin pump had a minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.